Event description:
It was reported that the patient was shocked over 50 times due to noise on the rv lead. The noise is reproducable with patient movement. The device is now eos and will be explanted. The future disposition of the lead is unclear at this time. (B)(6) 2014 - as of today all available information suggests this lead remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.